Manufacturer narrative:
Reporting address state:(B)(6). Reporting institution phone (B)(6). Reporter phone (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there were issues with alarms not showing up. It was unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
On 20nov2023 the customer reported a number of false asystole alarms. According to the customer they have been about a loose electrode, but then the control center only raised an alarm for asystole and none for a loose electrode. The customer requested a check to be carried out, as they were not sure if it¿s a configuration setting issue, since nothing has changed in the system. A philips clinical application specialist (cas) discussed the issue with the customer, and determined that the issue seemed to have been the ECG patches, as they did not stick when attached, because the gel was a little drier. A good faith effort (gfe) further confirmed that the issue seems to have been the ECG patches and that they did not stick when attached. The asystole alarms may have caused the alarm for the loose electrodes to not show, as they are a higher priority. The customer stated that the issue had not happened again since they changed patches. Based on the information available, the cause of the reported problem was a user error. The investigation concludes that no further action is required at this time.